Event description:
It was reported that the pt underwent surgery due to pain and radiculopathy with implant of posterior dynamic rod fixation at l4-5. No fusion or decompression performed during the initial surgery. Approximately 1 year post-op x-rays reportedly revealed a broken screw at l5. A revision surgery has not been reported. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.